Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer of a transistor within the mixed mode integrated circuit. This anomaly caused a high current drain, which over time resulted in reported clinical observations.

Manufacturer narrative:
A replacement procedure will be performed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was beeping as it cannot measure left ventricular (lv) lead impedance measurements due to noise. The lv lead configuration was reprogrammed and the impedance measurement was obtained. The device memory noted noise and high lv threshold measurements following the last follow-up. Boston scientific technical services (ts) and engineering reviewed the provided data and confirmed noise during the daily measurements. It was also noted that the device exhibited a higher than expected average power. As it was suspected there was a malfunction with the hardware, device replacement was recommended. Low out of range impedance measurements were noted the lv lead. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information were received that the device and lv lead were explanted. No additional adverse patient effects were reported.